Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridges were filled with approximately 200 units of insulin. Customer's blood glucose was 200 mg/dl. A third cartridge was loaded successfully and insulin delivery was resumed.